Event description:
The clinician reported that almost 2 years after the dental implant was placed in ada site 13 in the patient's mouth, the implant lost osseointegration in type IV bone. The implant was manually torqued to 10 ncm. The clinician reported the patient's insufficient quality and quantity of bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.